Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown respiratory surgery, the tip of the port was broken off outside the patient. The patient was large, and it seemed that there was a resistance when the device was inserted into the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that only the sleeve from the tt012 device was received with the sleeve/cannula broken; the broken piece of the sleeve/cannula was returned inside a plastic bag. One possible cause for the damage found on the sleeve/cannula, may be excessive external load placed on the device. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.